Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been having issues getting the implant to charge. The issue started like 6 months ago. It was showing no device found, passive recharge mode and would say battery dead, cannot charge. Rep brought patient a new controller today to try. Patient mentioned the door did not latch on that controller. The controller that the rep gave patient also did not connect. Patient then noticed recharger cord got hot and 'melted' by the paddle. Patient think the controller that the rep provided 'melted' the recharger cord. Patient thinks the recharger cord melted because it kept going through the passive recharge mode. Reviewed we would not service rep's controller. Advised patient to use the new recharger that we will send with patient's original controller and call back if not resolved. A request was sent to repair to replace the recharger.